Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they needed to have an MRI of their spine for an unrelated reason and had never been told of MRI restrictions previously and have had (B)(6) mris since having the device put in. The patient stated they had trouble charging the implant since the day they got it and it had been off since 2015. The patient noted one time it took them six hours to charge it and it hadn¿t helped them at all since it was put in. The patient mentioned that they got meningitis right after the implant surgery.